Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2017-00010.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient was revised due to unknown reasons.